Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified. Additionally the alleged unresponsive touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. The customer performed a pump reset and the issue was resolved. Additionally, the battery was depleting quickly. The customer¿s blood glucose was 105 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.